Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm. Customer's blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery now alarm. That was the second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No low battery alert noted during testing or in the pump trace download.